Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that customer received the following results on an mobile meter, compared to a professional meter, within 10 minutes: 326 mg/dl (mobile) and 111 mg/dl (hospital's meter). The lot number of the mobile cassette is unknown. No adverse event reported. The cassette was discarded; therefore, no product could be requested to be returned for product evaluation.